Manufacturer narrative:
Reported event was confirmed by review of the provided op notes. A constrained liner with constraining ring, femoral head, and acetabular shell were returned for evaluation. The shell has bio debris embedded in the fiber metal. The lock ring is intact and moves freely within the lock ring groove. The liner was returned with the constraining ring and femoral head installed. The constraining tabs of the ring and liner exhibit damage. The rim feature of both ring and liner show damage. The current state of the devices (damage & bio debris) will not allow a complete dimensional analysis. The patient underwent a revision surgery due to unstable left total hip replacement. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
X-ray review states that there is superior dislocation of the left hip prosthetic femoral head in relation to the acetabular component. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is number 1 of 2 mdrs filed for the same event, reference 0002648920 - 2016 - 03298.

Event description:
It is reported that the patient's hip was revised due to dislocation.